Event description:
Per the clinic, the patient experienced performance issue, pain, loss of osseointegration and infection at the device site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2024. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.